Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in a sealed pouch in an opened carton with a piece of tape holding the carton shut. There is a circle marked on the pouch where there is no fm visible, but there is a small piece of fm inside the pouch; however, the fm is below the specification and is acceptable. Investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.